Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information:any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Nocan you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2026.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that leak involving one of the micron filters used in our chemotherapy preparations.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.